Manufacturer narrative:
The tip was received using fluoroscopy and the surgeon ((B)(6)) requested that the drill kit to be submitted for analysis. The pathologist stated that the product is available for return for analysis.

Event description:
On 12/20/2023 it was communicated by email that during a depth electrode implantation on (B)(6) 2023, a drill kit tip sheared off into the temporalis muscle of the patient. The patient needed an intraopertaive x-ray to visualize and localize the drill bit to facilitate removal.the tip was received using fluoroscopy and no patient harm was reported.

Event description:
On 12/20/2023 it was communicated by email that during a depth electrode implantation on (B)(6) 2023, a drill kit tip sheared off into the temporalis muscle of the patient. The patient needed an intraopertaive x-ray to visualize and localize the drill bit to facilitate removal.the tip was received using fluoroscopy and no patient harm was reported.

Manufacturer narrative:
The tip was received using fluoroscopy and the surgeon (dr. Sagher) requested that the drill kit to be submitted for analysis. The pathologist stated that the product is available for return for analysis. ----updated 02/01/2024--- the product was returned to ad-tech for evaluation. During the evaluation, a visual examination was conducted and found the returned drill bit to be in two pieces thus confirming the alleged deficiency. Therefore, the damage to healthy tissue is being evaluated against the use fmea since the deficiency is a result of the use of the drill kit and not a result of the process or testing of the drill kit. The doctor has confirmed that the trajectory was a steep angle by design, which could be the potential root cause of the break of the drill bit. The risk file matches the risk file referenced in the preliminary risk assessment and the resulting risk level will remain "alap". "UDI related data quality updates only" ---- updated 9/23/24------- clarification and correction of the following missing items from previous supplemental report: combination product- no. Brand name- disposable drill kit. Model number ddk2-2.4-30x. Primary di number-(B)(4). Labeled for single use - yes.

Manufacturer narrative:
The tip was received using fluoroscopy and the surgeon (dr. Sagher) requested that the drill kit to be submitted for analysis. The pathologist stated that the product is available for return for analysis. Updated 02/01/2024 the product was returned to ad-tech for evaluation. During the evaluation, a visual examination was conducted and found the returned drill bit to be in two pieces thus confirming the alleged deficiency. Therefore, the damage to healthy tissue is being evaluated against the use fmea since the deficiency is a result of the use of the drill kit and not a result of the process or testing of the drill kit. The doctor has confirmed that the trajectory was a steep angle by design, which could be the potential root cause of the break of the drill bit. The risk file matches the risk file referenced in the preliminary risk assessment and the resulting risk level will remain "alap".

Event description:
On 12/20/2023 it was communicated by email that during a depth electrode implantation on (B)(6) 2023, a drill kit tip sheared off into the temporalis muscle of the patient. The patient needed an intraoperative x-ray to visualize and localize the drill bit to facilitate removal. The tip was received using fluoroscopy and no patient harm was reported.